Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported a poor communication screen, poor communication. They were seeing poor communication message both with or without the antenna attached. It was confirmed that the patient was holding the patient programmer directly over the implantable neurostimulator (ins). There was no visible changes to the ins site. The patient programmer had not been dropped or wet. On the day prior to the report it went up to 10 and was stuck on 10. It was noted that amplitude increased to 10 causing a shocking sensation on (B)(6) 2015, this was considered to be sudden. The poor communication was on (B)(6) 2015. No interventions or outcome were reported regarding this event. Other relevant medical history includes spinal pain. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.